Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited fracture. The ra lead was explanted and replaced. It was further reported that the right ventricular (rv) lead exhibited unstable thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.